Manufacturer narrative:
B3: unknown; no information has been provided to date. Two used devices were received for evaluation. Functional and visual tests were done, the reported issue was duplicated. A leak was identified on the cuff. The root cause of the issue was unknown.

Event description:
It was reported that a cadd medication cassette reservoir had leakage due to defects (holes) in the red cap/stopper. There was no patient involvement or harm.